Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vicmo13.7 implantable collamer lens, -18.00 diopter, and the lens tore/broke during injection. The lens was removed with no apparent injury. The lens was exchanged for another same model/diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/32.

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Upon visual inspection, the optic was observed torn and the haptic broken and bent. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4). Previous codes not applicable, there is no break or torn material associated with a material integrity issue. (B)(4).